Manufacturer narrative:
The user facility reported that after a completed cycle a positive biological indicator (bi) was obtained. The instruments present were not reprocessed before use and subsequently used in patient procedures. Patients involved were contacted by the user facility. The sterilizer subject of the reported event is serviced by our dealer's service technician. The service technician performed full functional testing of the sterilizer including temperature sensor accuracy and pressure reading verification and found the 60" century sterilizer to be operating properly. The cycle tapes were reviewed and evidenced the cycle had completed without any issues. During the investigation it was identified that the bi which evidenced positive results is not manufactured by steris. The user facility reported that the bi manufacturer was contacted to investigate the root cause of the positive bi results.

Manufacturer narrative:
Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their sterilizer was not operating properly.